Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic with tachy episodes, post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. It was noted that the patient received inappropriate atp therapy. Programming changes were recommended.